Event description:
Report received from abbot international affiliate of a tear in the tubing during injection of contrast dye. The report states that the patient was lying on a CT table with IV solution in place via peripherally inserted 18g angiocatheter. The technician tested the patency of the line by injecting solution at 2.5ml/sec as per protocol. The technician made sure the patient kept their arm straight during the procedure. The technician proceeded to initiate injection of contrast dye isovuth 300 via injector at 3 ml/hr (at a pressure of 300psi). The technician left the room to shoot CT films and the patient signaled for help. Upon returning to the patient's bedside, a tear in the extension site was noted. The contrast dye had spilled onto the stretcher and the patient. Their scan was immediately interrupted. A new set up was required and resulted in a delay in the procedure. Per the technician there was no consequence to the patient as the result of the incident. Though requested, no further information was available.